Event description:
Pt was wearing our knee braces while wakeboarding. Pt states he jumped off and landed wrong from jumping the wake. Pt went to doctor for MRI, but no injuries were identified.

Manufacturer narrative:
This product was not faulty or defective, pt was using product during extreme sports activity, landed incorrectly while jumping from a wake and feared injury. While no injury was identified, we decided to file a medwatch report.